Event description:
It was reported that the downstream occlusion seal was bubbled and delaminated. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Initial customer report indicates a problem with the dso (downstream occlusion) seal. During the visual inspection it was found the dso seal was degraded. The complaint was confirmed during the visual inspection test. The most probable root cause was the degradation of the dso seal. The dso seal was replaced with a new one. Pvt (performance verification testing) was conducted. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.